Event description:
It was reported that the doctor experienced difficulty of cm nail guide pin insert into cm targeting guide. It was also reported that the surgery was extended 31 to 60 minutes.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records could not be reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.